Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed and noted a defective downstream occlusion seal. The seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device¿s dso seal was found compromised during a routine preventive maintenance inspection. The device evaluation was able to confirm the defective downstream occlusion seal.